Event description:
It was reported that the programmer powers up to a blank, white screen. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer booted to a blank screen. It was also noted that hinge plate screws were missing and loose. (B)(4): analysis found that the e-field test was out of specification, as a result the cable was replaced. It was also noted that the label was missing the backing.